Event description:
During preventative maintenance of the device, the field service representative reported that the roller to roller was out of tolerance. Since the event occurred during preventative maintenance, there was no patient involvement during this event.